Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units parameters disappear. The fault caused no harm to operators/patients.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that before use on a patient, the cs300 intra-aortic balloon pump (iabp) units parameters disappear. The unit was not in use when the event occurred.

Manufacturer narrative:
It was reported that the cs300 intra-aortic balloon pump (iabp) display parameters disappears. A getinge field service engineer (fse) evaluated the unit and confirmed the equipment displays discontinuous monitoring parameters and was not in use. Fse eliminated the defect by cleaning and reactivating the connections on the video card, display and connection cable. Operational tests carried out with positive results. The fault did not cause any harm to operators/patients. Repair completed; the equipment can be used. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units parameters disappear. The unit was not in use when the event occurred. The fault caused no harm to operators/patients.